Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient's family member. It was reported that patient had chronic back problems, had surgeries done and only made it worst. The leads needed to be removed so patient could have the MRI. Later, the caller reported/clarified that patient was in a car accident back in 1970s. He has had back issues since then. They have tried everything but the patient's back has only gotten worst. The stimulator was the last resort but even that did not work. It worked for a while but due to the progression of back issues along with nerve damage that was caused by one of the previous/non-related surgeries, has left patient helpless. Hcp explanted the device in 2015 but did not explant the leads telling them that patient might need the device again down the road and that was the end of the conversation. Now patient needs more mris that are being ordered by another hcp but they can't be done because of the leads that are left inside. Patient's current weight is around (B)(6). Caller continued to mention all the unrelated health issues patient has including surgeries that did not help but only made the back worst prior to getting the implant. Caller confirmed that these issues were all prior to getting the devices implanted. After the device was implanted, everything was tried including several programming sessions but patient's progression of nerve disease was too much and the therapy did not work for patient anymore. It was suggested to the caller to obtain the list of doctors who can explant the leads or call the hcp who explanted the device. Caller stated that she will start by calling the explant hcp first. Caller did not mention any issues that the leads have directly caused. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was getting an MRI of the l-spine. The caller reported that the patient indicated that the lead is still implanted, but the ins has been explanted. The patient indicated that the lead was left in place they could re-implant a different device at a later time. No symptoms were reported. No device allegations were made.